Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the catheter has been pulled off by force by the patient, how the catheter is not meant to be used. Catheter has been inserted into a stroke patient (patient is restless , no sensation of illness). Later, patient has pulled off the catheter. Catheter has broken in half and approximately half of the catheter has stayed inside the patient. Patient has been sent to a hospital for an operation to take the catheter out.